Event description:
Reportedly, during a laparoscopic procedure, after removing the trocars from the pt, the staff found the trocar balloons had ruptured. One of the trocars was missing parts of the balloon. The pt trocar incisions were closed and had to be reopened to laparoscopically retrieve the balloon parts.